Event description:
It was reported that a nail was exchange due to unspecified reasons.

Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the sterilization documentation revealed no abnormalities. Without the actual product involved, our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. The clinical medical investigation concluded that without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available, these complaints can be re-assessed. No further actions are being taken at this time.